Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of dust or dirt contaminate, and dark fiber contaminate in the inlet port, inlet canal, and outlet port. The manufacturer found a large amount of a yellow sticky contaminate on the upper outside surfaces and in the crevasses of the base unit. The manufacturer found the p4 connector and outer housing along with the assembly screws on the bottom of the unit completely corroded and rusted. The manufacturer found a large amount of orange corrosion rust deposits on the bottom of the base and humidifier units. This orange corrosion is potentially due to the p4 connector corroding from water overflow. The manufacturer completed an internal visual inspection. The manufacturer found evidence of found a moderate amount of light beige dust and dirt contaminate, and dark fiber contaminate, and brown contaminate throughout the base unit, around the outlet port, and ui panel channels. The manufacturer found a large amount of water spots in the blower, blower impellers, blower seal and blower box. The manufacturer found large amount of flakey rust corrosion on the p4 connector and ui panel channels. The manufacturer also found water spot corrosion and potential mineral deposits were located in the inlet port to the humidifier, the humidifier chamber, outlet port, and on the heater plate. The manufacturer found no evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found the error log showed different instances of e30 and e193. The manufacturer concludes the contaminates found were consistent with dust or dirt contaminate, yellow sticky contaminate, orange corrosion rust, dark fiber contaminate and potential mineral, inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.